Manufacturer narrative:
During impression taking it is not uncommon to have material tags left in the sulcus, however the material is usually removed without surgical access. In cases where teeth are periodontally involved it could stand to reason that material could lodge in a placed that it could not be readily accessed and that surgical intervention could be necessary. Because surgical intervention was required, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/ or DHR review.

Event description:
In this event it was reported a patient returned to their dentist with pain one week after having an impression taken with aquasil ultra tmim. The dentist found impression material in the sulcus and had to remove it surgically.